Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cloudy effluent and fever. On an unreported date, the patient was treated with ciprofloxacin 200 mg (route and frequency not reported) and intraperitoneal (ip) amikacin (dose and frequency not reported). The cause of the peritonitis was reported unknown. The patient was discharged 12 days after admission. It was reported the patient recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.